Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (2 ,000 mcg/ml, 1123.4mcg/day) via implanted infusion pump. It was reported that the patient had a pump issue. The patient underwent a pump change. After the pump change his stiffness returned. A catheter dye test was done and there seemed to be no problem with the catheter so they replaced the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of report. The patient's age and weight were asked, but unknown. The patient's medical history was asked, but would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.